Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
T was reported the patient's scs lead migrated. Surgical intervention was taken and the octrode lead was repositioned with a new cinch anchor.

Manufacturer narrative:
Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.